Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. (B)(4).

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. There were no reworks or observations noted at time of manufacture. No relationship can be established between DHR and current complaint. Reference internal complaint (B)(4). Device discarded.

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2015. A laparoscopy was performed and some blanching and "a small dime sized burn was noted in the small bowel mid-region. The patient then underwent a resection of the bowel with primary anastomosis. She was discharged home 2 days later and has remained in stable condition".